Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated that one of the pins broke off in the b battery bay of the heartstart mrx and won't read the batteries. There was no patient involvement.